Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-30, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep). It was reported that the place of paresthesia changed. Originally the battery and lead were implanted in 2012. The battery was changed in 2015 and again on (B)(6) 2018. Now after the battery change, the paresthesia was felt in a different place. Originally paresthesia was felt on the left side, and now with the same settings, paresthesia was on the flank left side. It was noted that the battery change may have led or contributed to the issue. The patient was programmed many times. They managed to get paresthesia to the arms, shoulder blade, etcetera, but not to the legs on the left side. The issue was not resolved as of (B)(6) 2018. The patient was alive with no injury. The issue occurred post-operative. Additional information was received from the rep. The serial number of the implantable neurostimulator was provided. It was noted that electrode 12 of the lead was out or range, greater than 10000 ohms, but the electrode was not used in programming. No actions/interventions were taken or planned to resolve the change in paresthesia location other than programming. The cause of the change in paresthesia was unknown. It was noted that this information was confirmed with the physician/account.